Event description:
It was reported that an ilet device screen intermittently displayed gray with black lines across the top and then became unresponsive, consistent with a display malfunction affecting the user interface of the pump; the user confirmed backup insulin therapy and a replacement device was arranged. Symptoms included no abnormal blood glucose findings and no reports of hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no injury, no medical intervention beyond routine product replacement, and no hospitalization. Investigation included collection of user-reported information and visual evidence via a photo, along with logistical follow-up through shipment tracking. Investigation of this case revealed a malfunction of the display assembly resulting in loss of touch responsiveness and visible artifacts, consistent with a hardware failure of the screen component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display leading to loss of function.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.